Event description:
It was reported that during a thoracic surgery, after inserting the trocar and working with devices through it, they noticed that its distal tip was actually broken into pieces. Common surgery with those instruments. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please confirm, were all parts retrieved from patient? Are being returned with the device? If not, were disposed of? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 8/2/2022 d4: batch # v95v20 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the d12lt device was received with the tip of the sleeve broken. In addition, the pieces of the sleeve were not returned. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional information received: please confirm, were all parts retrieved from patient? Are being returned with the device? If not, were disposed of? Apparently, all parts were retrieved from the patient body. H10 manufacture record evaluation statement.